Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the device was displaying a blurry image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that noise was generated due to disconnection/short-circuit of the image censor cable, breakage of the image sensor, breakage of the circuit board, electrical continuity error due to water invasion, or deformation or breakage of the connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·inspection of the endoscopic system ·warnings and cautions or precautions" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device had an air/water leakage from channel and an internal puncture of the channel from an aspiration needle. The device was returned to service where evaluation found the device was displaying a noisy image. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation.